Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of dilaudid via an implantable for non-malignant pain and post lumbar laminectomy syndrome. It was reported with the patient's old pump they let their pump go dry. It was indicated the patient went through depression. The pump was empty for almost a month to two months. The patient reported they experienced a metal taste in their mouth. The patient reported they went in and got it filled and their pump therapy resumed. It was reported this occurred years ago and the patient did not remember. The patient did not remember who their managing doctor was at the time. The situation was resolved. No further complications were reported or anticipated.